Event description:
Consumer stated that when she tried to remove her tampon, only the string came out. Consumer stated that she was unable to remove the tampon and had to go to the emergency room to remove the tampon and missed a day of work. Consumer stated that she went to the emergency room in the evening/night of (B)(6) 2025 and went to a walk-in clinic on (B)(6) 2025. Consumer stated that she returned to the emergency room on (B)(6) 2025 because she was developing toxic show syndrome. Consumer stated that she missed two days of work. Consumer stated that she had severe diarrhea, cramps, hot flashes/sweating, nausea, vomiting, and migraines. Consumer stated that she was given IV fluids twice in the emergency room and had blood work, a urine test, and a gynecological exam with a biopsy because she was swollen internally. Consumer stated that she went two days without symptoms and then had severe diarrhea again on the morning of (B)(6) 2025. Consumer stated that she is on the mend.